Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively. It was found out that one of the contacts had high impedance, however, the physician opted not to revise it at this time. Nothing was removed or replaced.